Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had been running high since that tuesday. The insulin pump alarmed for a no delivery, but the customer was not feeling well enough to continue troubleshooting. The blood glucose reading was 523 mg/dl. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction. Three days later, the customer's nurse reported via telephone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2016. The customer was treated with an insulin drip. It was also reported that part of the reservoir compartment was chipped off. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specificatioin and passed all functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm was noted or motor error alarms were noted. The insulin pump was received with a partially broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.